Event description:
Subject was not resuscitated. (B) (4).

Manufacturer narrative:
ECG and internal memory were reviewed for this incident. Result: device was found to have a faulty transceiver which is unrelated to the outcome of the incident. Conclusion: subject was in a non-shockable rhythm (asystole), no shock was advised and no shock was delivered. Device did not cause or contribute to outcome.